Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a damaged battery cap. During the call, the customer experienced hypoglycemia. The paramedics were called to his home for assistance, and then he was treated. Nothing further was reported.